Event description:
The healthcare professional (hcp) reportedly will setup the meridian device, complete the prime, hang a new bag of normal saline and place the device in recirculation and walk away. The hcp reported that sometimes the bag is sucked dry and sometimes there is so much fluid backed up into the the bag it looks like it will burst. There has been no medical intervention or pt injury associated with these events since this occurs prior to the initiation of treatment.